Event description:
Philips received a complaint by the customer on the v60 indicating that the caster was broken. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the caster was broken. The reported issue was confirmed via visual inspection. The customer requested part number of the caster to order and replace. The remote service engineer (rse) provided the customer with the part number of the caster to order and replace. The customer replaced the casters to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.